Event description:
A lawsuit alleges the patient's "defective fidelis lead was replaced with another defective fidelis lead." There is no allegation by a hcp that the lead was defective.

Event description:
A lawsuit alleges the patient's "defective fidelis lead was replaced with another defective fidelis lead." There is no allegation by a hcp that the lead was defective. An allegation from an attorney indicated the lead had exhibited a fracture and/or was explanted. Additionally it was alleged the patient is deceased and "death associated with explant."

Manufacturer narrative:
The device is part of the advisory for this model. All information known was provided per the complainant. Therefore, no attempts for additional information will be made. The patient is involved in a settlement involving the sprint fidelis leads. The information submitted reflects all relevant data received. This event involves a legal case in progress or potential litigation. The proprietary nature of the event may affect follow up efforts. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. This event involves a legal case in progress or potential litigation. The proprietary nature of the event may affect follow up efforts. If additional relevant information is received, a supplemental report will be submitted.